Event description:
The customer states that a pt generated an axsym toxo igm assay index result back in 2003 of 0.971 (positive). The current sample drawn generated an index result of of 489 (negative). The sample was also tested on the vidas platform with a positive index value of 0.790. The customer repeated the current sample three days later on the axsym analyzer and generated index results of 0.658 and 0.561 (positive). There is no impact to pt management reported.